Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture and vessel dissection occurred. The 100% stenotic lesion was located in the moderately calcified proximal rca. A non-bsc stent was implanted and the patient was transferred from the cath lab to the nursing unit. The patient developed st segment elevation at an unspecified time post procedure and was sent urgently back to the cath lab. Re-intervention was performed and thrombosis was confirmed within the stent and aspirated by a non-bcs catheter. Next, the physician confirmed the stent malposition with ivus. The 3.5mm x 15mm maverick balloon was advanced to the lesion and inflated to 6 atm's. The balloon was repositioned slightly more proximal to the stent and inflated to 7atm's. The balloon was repositioned further proximal and the physician attempted to inflate to 12 atm's; however, the non-bsc inflation device gauge did not reach 12 atm's. Coronary angiography was performed and vessel dissection was confirmed at the valsalva sinus of the coronary artery. The procedure was aborted due to the dissection. The balloon catheter was removed intact and upon visual inspection, the physician notes that two pinholes in the balloon were observed. The patient's status was reported as stable. No further patient complications were reported.